Manufacturer narrative:
An event regarding a revision due to alleged wear involving a 32mm "c" 10 degree pca liner was reported. The event was confirmed. Method & results: device evaluation and results: not performed as no device was returned. Medical records received and evaluation: a medical review of the complaint as well as ap x-rays of the pelvis and left hip was performed by a clinical consultant. Regarding the x-rays, it was noted that ¿approximately one centimeter of poly wear with superior migration of the head¿ had occurred. The medical review concluded, ¿after twenty years in situ [¿] some poly wear is not unexpected. Device history review: could not be performed as the lot # is unknown. Complaint history review: not performed as the lot # is unknown. Conclusions: a medical review of the complaint as well as ap x-rays of the pelvis and left hip was performed by a clinical consultant. Regarding the x-rays, it was noted that ¿approximately one centimeter of poly wear with superior migration of the head¿ had occurred. The medical review concluded, ¿after twenty years in situ [¿] some poly wear is not unexpected. No further investigation is required at this time. If additional information becomes available to indicate further evaluation is warranted, this record will be reopened.

Event description:
Revision due to wear of the insert.

Manufacturer narrative:
An evaluation of the device cannot be performed as the device was not returned to the manufacturer. Additional information was requested and if it becomes available will be submitted in a supplemental report. Not returned to manufacturer.

Event description:
Revision due to wear of the insert.